Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An center director reported that a small corneal abrasion was noted on one right eye, two weeks post lasik surgery. Patient felt vision was improving and did not notice the abrasion. Patient was put on an antibiotic drop to treat the event and the abrasion was resolved.